Event description:
It was reported in a summary article titled, clinical outcomes and oct analysis after culotte stenting with 2nd and 3rd generation everolimus-eluting stents: two-year follow-up of the celtic bifurcation study, that two types of stents were used in the study, synergy and xience. 84 patients received a synergy stent and 86 patients received a xience stent. From the study group who had a xience stent implanted, one patient had a non-cardiac death, one had a cerebrovascular accident, two had a myocardial infarction, and one had stent thrombosis. Both stent groups had malposed stent struts; oct analysis (using illumine optis system) found smaller stent and lumen areas in patients treated with synergy stents. There was a higher proportion of malposed struts in patients treated with xience stents. There was no intervention mentioned for the malposed struts. Event date is estimated as (B)(6) 2017 as the article indicated that the study enrollment occurred from december 2014 to february 2017. Please see article for additional information.

Manufacturer narrative:
B3: date of event ¿ estimatedc4: treatment/therapy start date - estimatedd4: the unique device identifier (UDI) is unknown because the part numbers and lot numbers were not provided.d6a: date of implant ¿ estimatedthe device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of death, cerebrovascular accident, myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures.patient-device incompatibility resulting in the stent not fully apposed to the vessel wall may be attributed to several factors including, but are not limited to, stent placement, patient anatomical morphology, inflation technique during use of the product, or under sizing of the vessel. A conclusive cause for the reported unrelated death, cerebrovascular accident, myocardial infarction and thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported patient-device incompatibility (wall apposition). A conclusive cause for the reported patient-device incompatibility (malapposed struts) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.literature attachment: article title: clinical outcomes and oct analysis after culotte stentingwith 2nd- and 3rd-generation everolimus-eluting stents: two-year follow-up of the celtic bifurcation studyna